Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that a ped3 pipeline failed to open in the proximal and middle section and was stuck in the middle of the phenom 27 catheter. Microcatheter placed in right m1, ped3 flushed and prepared according to instructions for use (IFU), advanced through phenom 27. Deployed from p-com around ophthalmic bend, where it didn't open. In straight segment proximal it also didn't open, despite several maneuvers to get it open. Tried to resheath three times and then I told physician to take it out. When he took it out, it got stuck in the phenom 27. Replaced it with a vantage 4x20 and that opened up almost immediately. The catheter was flushed continuously with heparinized saline. The physician released the load in the system inan attempt to resolve the stuck ped3. The issue did not resolve. The catheter and pushwire were not damaged. The middle of the ped3 was positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline had been resheathed more than 2 times. The pipeline was resheathed and removed from the patient with the microcatheter. The patient was undergoing aneurysm treatment with flow diverter. The patient was being treated for an unruptured, fusiform aneurysm in the right internal carotid artery (ica), paraopthalmic. The max diameter was 8.68mm and the neck diameter was 8mm. The distal landing zone was 3.5mm and the proximal landing zone was 3.9mm. Vessel tortuosity was moderate. The access vessel was the ica with a diameter of 5mm. Angiographic result post procedure was good flow diverter placement with stagnation inside aneurysm. No patient symptoms or complications were reported.